Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdrivers, in spite of the identified damages to the ventricular set-screw. The insertion difficulties associated to the ventricular set-screw were determined to have been caused by the burr formation within the cavity. The damages identified to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.